Event description:
The customer reported that following a diagnostic catheterization procedure on august 20, 1999, a vasoseal vhd kit size 6 was deployed. Post deployment, they noticed that the sheath had separated from its hub and remained in the pt's groin. The physician was notified and the pt was taken back to the cath lab. The sheath was removed from the groin with hemostats. No further complications were reported.